Event description:
The previously reported four CABG were for 3 non-target vessel and 1 for rca. Investigator indicated that the cabgs and previously reported mi were not related to the study device.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (mi, revascularization).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted to the rca. Approximately 53 months post index procedure the patient suffered a mi (ntl). The patient underwent CABG x 4 two weeks later. It is not indicated it the reported events were related to the study device.